Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) the unit was showing intermitted display issues. There was no patient involvement.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) touchscreen not working, display blank. A getinge field service engineer evaluated customer reports intermitted display issues. Could not duplicate issues. Replace display monitor video kit. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. Biomed control # (B)(4). No patient involvement. The national repair center installed the video generator board upper display monitor board, into the cardiosave test fixture and tested the boards to factory specifications per procedure number and the cardiosave service manual part number. The nrc verified the failure of the faded display. The video generator board and upper display monitor board failed testing. Sending the video generator board and upper display monitor board to the supplier for failure analysis per procedure number the new supplier (B)(4), will no longer accept (B)(4) boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.